Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the patient developed twiddler's syndrome causing the right atrial (ra) lead to dislodge and to fall into the right ventricle. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.